Manufacturer narrative:
The device remains implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. As device information is unknown, labeling information cannot be obtained.

Event description:
Healthcare professional reported left side rupture and multiple small nodular areas. The device remains implanted. This medwatch is for the left side. See MFR # 9617229-2017-00262 for the right side.